Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h11. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. Medical records review indicates that obesity considered contributing factor; pain; arthroscopy performed with cortisone injection to follow. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 - medical product: partial femur cemented catalog # 42558000702 lot # 65337119. Partial articular surface catalog # 42528200410 lot # 64157567. Biomet bc r 1x40 us catalog # 110035368 lot # ay41bk1804. H3: customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient is experiencing received a cortisone injection for knee pain six months post implantation and eleven days later, received a second cortisone injection into the anserine bursa. Radiographic imaging displays components in stable position with some cement visualized in the posterior knee. At the one year mark, the patient displayed improvement of pain. No more information is available.